Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting r on t. Technical services (ts) was consulted and noted that there was possible some ventricular undersensing, but noted the device appropriately detected the zone and converted the rhythm with a shock. A potential delay in therapy due to undersensing, but the device exhibited normal function. Ts recommended reprogramming options to prevent therapy delay. This ICD remains in service. No adverse patient effects were reported.